Event description:
It was reported that the patient experienced coupling and or communication issues. An overdischarge was suspected. It was possible t hat patient compliance was the primary reason for the overdischarge, and the patient believed the last successful recharging session was six months ago. The last time stimulation was felt was unknown. A physician mode recharge was performed, but was not successful . The implantable neurostimulator (ins) was explanted and replaced. Following the surgery the patient was doing well and getting great coverage.

Manufacturer narrative:
Lead model 3998 lot# v068860v01, implanted: 2009 (B)(6), explanted: na, extension model 3708260, (B)(4), implanted: 2009 (B)(6), programmer model 37743, (B)(4), accessory model 37752, (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37713 (B)(4) found the battery had a reduced capacity due to overdischarge.